Event description:
The physician was using an admiral extreme pta balloon catheter to treat a non-tortuous, non-calcified shunt by-pass. Negative prep was not carried on the device prior to use. No resistance was encountered at the time of balloon insertion. No friction was encountered with the guide wire or guide catheter. No resistance was encountered when crossing the lesion. Placement of the catheter was not a problem. The balloon was inflated twice, the first time to 12 atms, the second inflation pressure is unknown. It was reported that the balloon burst. The burst balloon could not be removed through the sheath. Therefore the pta balloon catheter, together with the guide wire and introducer sheath, were surgically removed from the patient. The patient status post procedure is ok. Device evaluation: analysis of the returned device revealed a radial burst in the middle part of the balloon. The marker band tube was highly stretched. Cine image review: review of the cine images showed the balloon catheter inflated in a shunt with non tortuous anatomy. No other relevant images were captured.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (challenging lesion treated).conclusion: device failure/lack of effectiveness related to patient condition (challenging lesion treated). (B)(4).